Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012 and lens opacity was noted on (B)(6)2013. The lens was explanted on (B)(6) 2014 and not replaced. The patient's last bcva was 20/22. See MFR# 2023826-2015-00758 for the other eye.

Manufacturer narrative:
(B)(4).